Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 25-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar and ovarian pain / recurrent and disabling l4-l5 pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), adnexa uteri pain ("ovarian pain"), limb discomfort ("legs are heavy when walking and painful"), pain in extremity ("legs are heavy when walking and painful"), arthralgia ("hip pain") and premature menopause ("early menopause"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, adnexa uteri pain, limb discomfort, pain in extremity, arthralgia or premature menopause. The reporter commented: pain increasingly present over the years with pelvic ultrasounds which give no explanation for my pain. Sick leave for 3 months for multiple lumbar and leg pains that do not respond to any treatment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 25-mar-2024. The most recent information was received on 04-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar and ovarian pain / recurrent and disabling l4-l5 pain") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), adnexa uteri pain ("ovarian pain"), limb discomfort ("legs are heavy when walking and painful"), pain in extremity ("legs are heavy when walking and painful"), arthralgia ("hip pain") and premature menopause ("early menopause"). At the time of the report, the back pain and pain in extremity had not resolved. The outcomes for adnexa uteri pain, limb discomfort, arthralgia and premature menopause were unknown. No causality assessment was received for essure with regard to back pain, adnexa uteri pain, limb discomfort, pain in extremity, arthralgia or premature menopause. The reporter commented: pain increasingly present over the years with pelvic ultrasounds which give no explanation for my pain. Sick leave for 3 months for multiple lumbar and leg pains that do not respond to any treatment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.